Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was hospitalized because he was unconscious and it appeared the controller got water. The patient could not confirm any additional symptoms. A hazard alarm generated from the controller and the staff changed to a new controller. There were no further alarms on the new controller. The log file review noted a single unsustained power/flow elevation on the primary controller. The driveline was manually disconnected and connected to the backup controller. The water in the controller was due to the shower bag being dropped into the bath tub with the system controller inside. The alarms that appeared on the controller were a power cable disconnect and a driveline disconnect which was triggered intentionally. The system controller would be returned for analysis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress in the system controller was not confirmed. The heartmate system controller (serial#: (B)(6) was returned for analysis and log files were submitted and downloaded for review spanning approximately 43 days (day 1260 hour 2 minute 26 to day 1303 hour 2 minute 1, day 0 hour 0 minute 0 per timestamp). Events occurring on day 0 hour 0 minute 0 are from when the system controller was exchanged. There were no notable alarms in the log file. Pump operation was not affected. The system controller was tested and passed all steps of testing. The unit was able to operate on a mock loop with no issues. The controller was opened, and power cables were stripped as well. There was no indication of fluid being in the controller after opening it. The root cause of the reported event was determined to be from the patient dropping their shower bag containing the controller into the bathtub, as reported. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii lvas patient handbook under ¿the system controller¿ and heartmate ii lvas operating manual under section 8 ¿system controller¿ cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii lvas operating manual under section 15.0 ¿periodic inspection, cleaning, & maintenance¿ provides guidelines for the routine inspection and cleaning of all equipment, including the system controller. Heartmate ii lvas operating manual also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2022-12469.